Event description:
Patient was implanted with tfn and helical blade on (B)(6) 2013. Follow up exam on unknown date revealed that the helical blade had cut out of the femoral head. Patient was asymptomatic of pain. On (B)(6) 2013, patient was returned to the or for revision of the trochanteric fixation nail (tfn) construct. Nail, blade and locking screw were removed. Patient was revised to endoprosthesis. Patient status/outcome was reportedly good. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. : placeholder.